Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level was 40mg/dl. The customer states their levels had dropped as low as 34mg/dl. The customer treated lows with food. Troubleshoot was conducted. The customer was advised to monitor their device and contact their healthcare provider regarding unexplained lows. The customer was advised to call back if issues persist.